Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that during a pacemaker replacement procedure, this right ventricular lead was surgically abandoned (capped) due to dislodgement and high thresholds. A new lead was successfully implanted. No adverse patient effects were reported. The device was actively implanted for approximately 8 yrs, 9 months.